Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s omnipod personal diabetes manager (pdm) generated a hazard alarm and that she was unable to reset the pdm. Her blood glucose and insulin history is as follows: time: 03.00, bg (mmol/l): 27.0, (mg/dl): 486, bolus (u): manual injection with an insulin pen; 05.00, 23.0, 414. She went to the emergency room and was treated with a manual injection of 4.0 units of insulin (levimir).

Manufacturer narrative:
The returned product was evaluated and the reported failure of the pdm not resetting was confirmed. The device was stuck in a boot loader loop. No data could be retrieved from the device.